Event description:
It was reported that during use of a fusion oxygenator, oxygenation malfunction was detected in the set within 6 hours of operation. No bubbling was observed, but abnormal readings appeared on the monitor. The device was replaced. No patient complications have been reported as a result of this event. There were two lots of fusion oxygenator used in the manufacture of this custom pack: 230183919 and 230207316 medtronic received additional information that the customer reported rapid oxygenator failure with the ECMO (extracorporeal membrane oxygenation) fusion oxygenator. The oxygenation performance dropped significantly within less than 24 hours, requiring a replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.